Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, deformation and fold creases. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, no other observation observed. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV" against left device. The device was explanted and replaced.